Manufacturer narrative:
Product event summary: analysis confirmed that the programmer's stylus and pointer were not aligned. It was also found that the power cord bay assembly latch was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's cursor was misfit at the beginning of the calibration test. The programmer has been returned for repair. There was no patient involvement.